Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on vad support. No product available for investigation. A direct correlation between the device and the reported cardiac arrhythmia, infection, and bleeding could not be conclusively established through this investigation. The patient arrived to the cardiothoracic intensive care unit (cticu) with a large, right pneumothorax and a chest tube was placed. The patient had angina bullosa hemorrhagic, infection, bleeding, and cardiac arrhythmia. The patient was started on zosyn secondary to cystic fibrosis pneumonia on chest x-ray. They had elevated white blood cells (wbcs) and were started on procalcitonin. The patient had cardiothoracic surgery to evaluate mild sternal swelling on (B)(6)2020. They experienced ventricular tachycardia (vt), epistaxis, and bleeding in the following days. On (B)(6)2020, a culture of drainage and chest computed tomography (CT) were ordered. The CT showed moderate left pleural effusion and compressive atelectasis in the left lower lobe. The wound culture showed no growth. The patient¿s vt and bleeding resolved on (B)(6)2020, and infection resolved (B)(6)2020. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia, infection, and bleeding as adverse events, as well as a potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended international normalized ratio (inr) values, and controlling infection. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06oct2020. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received reported that the reported bleeding with a start date of (B)(6) 2020, resolved without sequelae with a stop date of (B)(6) 2020.the reported infection with a start date of (B)(6) 2020 resolved without sequelae with a stop date of (B)(6) 2020.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2020 with right pneumothorax that resolved without sequelae. On (B)(6) 2020, diagnosis in progress notes reported angina bullosa hemmorrhgia. The patient was started on zosyn secondary to cystic fibrosis pneumonia on chest x-ray. Left pleural effusion with possible inferior pneumothorax component was without significant change. There was adjacent left lung airspace disease. The right lung field was clear and was without pneumothorax. On (B)(6) 2020, the patient was started on zosyn 2/2 c/f pna on cxr left pleural effusion with possible inferior pneumothorax component was without significant change. There was adjacent left lung airspace disease. The right lung field was clear and was without pneumothorax in which treatments included changes to medication and antibiotics. The patient had elevated white blood cells (wbcs). On (B)(6) 2020, bleeding reported and a CT to evaluate mild sternal swelling / hematoma. Cardiac arrhythmia was reported with telemetry sinus tach w/ 8 beat run of ventricular tachycardia (vt). On (B)(6) 2020, reported bleeding epistaxis times 2 that resolved without sequelae. On (B)(6) 2020, culture of drainage and CT (computed tomography) chest ordered. On (B)(6) 2020 a CT of the chest-impression revealed moderate left pleural effusion. Compressive atelectasis in the left lower lobe. (B)(6) 2020 wound culture showed no growth. On (B)(6) 2020, infection reported however brachial artery puncture from interventional radiology during a rch manual compression and acs held for 2 days. No issues with bleeding, pain or infection. No additional information was provided.